Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she was having issues with the act button on the insulin pump. Normally when she pressed the button it would go to the menu, this time it would go to the utilities automatically and she wasn't able to exit. She had wait for a long period of time to be able to use the device. She didn't recall any significant event which may have caused the keypad issues, however the weather has been hot. The customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Global request was inputted as customer was currently off the country. Customer called via phone on (B)(6) 2015 and stated she was still having issues with insulin pump and requested if it could be replaced as the button still were sticking. Her blood glucose was 180 mg/dl. Customer was advised the device will be replaced and agreed to return the device for analysis as she was returning from her vacation.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, and minor scratches on the display window.